Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle clog. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check due to an unknown lot number for needle clog. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the pen needle did not work and insulin did not flow during priming with a bd pen ndl 32g 4mm hp. This occurred on 3 separate occasions, however, the date/time is unknown. The following information was provided by the initial reporter: it was reported that pen needle did not work and nothing came through during priming. Additional customer information received: she uses the new needle for her injection. Consumer does not visually test the needle to see if it is straight. Consumer stated she will going check it going forward. She gives injection 4-5 times a day. She firmly attaches the needle on to the pen during attachment.